Event description:
Additional information received indicated noise and oversensing re-occurred which resulted in inadequate defibrillation therapy. Additionally, loss of capture was also observed on the rv lead. The physician suspected rv lead damage to be the cause of the event, however, it was not confirmed via diagnostic imaging. The rv lead was deactivated and a new system was implanted on the right side of the patient to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing and a inappropriate shock was noted on the device. The physician reprogrammed the device to resolve the event. The patient was in stable condition and will continue to be monitored.